Event description:
It was reported that the merlin.net transmission revealed the right ventricular lead exhibited intermittent oversensing and noise reversion. No intervention or patient symptoms were reported. The patient would continue to be monitored.